Event description:
In 2003 during cleaning activities inside the operation room in the hospital the cleaning staff operated the surgical light "drager sola700". During this moving of the lamp, a cracked sound was noted and the lamp was abruptly moving down in the lowest set-position. During investigation of the concerned surgical light a failure of the spring joint adjustment screw of the swingarm has been identified. No pt or person injury.